Event description:
A positive immulite 2000 troponin I result was obtained on a pt sample. The original sample was retested and the troponin I result was negative. It is unk if the pt treatment was altered. There was no report of adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant troponin I result is unk. The instrument is performing within specs. No further eval of the device is required.